Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a hi code alert, measurement was around 160 ohms. A second alert was noted and the measurement was around 80 ohms with intermittent measurements wondering between 80-140 ohms. Despite in range measurement were available at the moment, impedance trend shows sudden jumps in impedance values not commonly associated to postural or clinical patient condition. Boston scientific technical services recommended additional testing including performing x-rays, request the patient come into the hospital, keeping the patient in hospital under monitoring until all testing and verification can be concluded. If healthcare professional cannot find any evidence of system damage, they should consider full system replacement. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. This device and electrode are expected to return for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed, and no issues were noted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a hi code alert, measurement was around 160 ohms. A second alert was noted and the measurement was around 80 ohms with intermittent measurements wondering between 80-140 ohms. Despite in range measurement were available at the moment, impedance trend shows sudden jumps in impedance values not commonly associated to postural or clinical patient condition. Boston scientific technical services recommended additional testing including performing x-rays, request the patient come into the hospital, keeping the patient in hospital under monitoring until all testing and verification can be concluded. If healthcare professional cannot find any evidence of system damage, they should consider full system replacement. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. This device and electrode were returned for analysis.